Event description:
Medtronic representative interrogated the device and performed a manual charge while the device was still in the box. The charge did not complete and a charge circuit warning error message was received. He noted that the device box was hot to touch. The battery voltage was at eol. The device was returned and subsequently tested out of specification during manufacturer's analysis.